Manufacturer narrative:
Additional narrative: expiration date reported as june 2024. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 7720663 of ti helical blade 100mm sterile was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (7264892) met all specifications with no anomalies noted. A product development evaluation was completed: no device was returned. Since no x-rays have been provided it is not possible to know how far the head element had moved or to know the position of the blade in reference to the nail post-operation. As with most trauma implants the design of the device is intended to treat fractures and support the anatomic loading by the patient, but not designed to take the load when a patient incurs an injury as described in this complaint. When the patient fell it is likely the helical blade collapsed as designed and may have been stopped by the end of the groove on the side of the blade. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with nail and blade on (B)(6) 2014 from the next generation trochanteric nailing system (tfna). Patient fell post-operatively, causing the blade to shift close to the femoral head. It is reported patient has very poor bone quality (soft). Patient was returned to the operating room on (B)(6) 2014 where the blade was removed and replaced with a lag screw. This is report 1 of 2 for (B)(4).

Event description:
This is for market preference evaluation 27 next generation trochanteric nailing system (tfna).